Event description:
Patient undergoing phacoemulsification with posterior chamber intraocular lens of the right eye at our hospital location. Intraocular lens (iol) deployment malfunction encountered. During the iol placement, the lens would not deploy from the positioning/deployment device. Note in patient chart shows: "lens would not advance completely". Further follow-up is being requested from performing provider for further details. This looks to have been a johnson & johnson. No apparent harm to patient. A secondary implant was used to complete the surgery as planned without known complication.